Event description:
A patient who had an impella cp placed temporarily during a cardiac catheterization, after the cp was removed, it was noted the impella caused a right femoral artery dissection. The dissection extended into the distal external iliac artery. A right lower extremity iliofemoral thromboendarterectomy was performed. During the procedure, it was discovered that a ¿a large flap¿ was found within the distal external iliac artery with a ¿tube sock¿ like appearance to a piece of plaque found within the artery that was dissected into and pulled down into the common femoral artery. An endarterectomy was performed to remove the plaque. A month post-discharge on (B)(6) 2024 the patient presented to the hospital with a large right common femoral artery pseudoaneurysm and signs of infection. A repair of the right common femoral artery pseudoaneurysm with evacuation of the hematoma and right common femoral artery resection was completed, as well as harvest of the left formal vein, right common femoral artery interposition graft with reversed contralateral right femoral vein, right sartorius muscle flap, and application of a wound vac. During the procedure, it was discovered that the patch used to repair the prior dissection had dehisced from its site and appeared infected. The wound culture and tissue culture taken from this surgery resulted positive for serratia marcescens. Infectious disease was consulted for proper antibiotic treatment. The pathology report showed the pseudoaneurysm component form the surgery on (B)(6) 2024 was in fact a pseudoaneurysm with blood clot formation, calcifications, reactive changes, and hemorrhage. The patient went back to the or two more times during this hospitalization, including one time for substantial bleeding, and suffered dvt. The patient suffered initial injuries from the impella cp as well as subsequent injuries and hospitalizations as due to the impella cp.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: warnings & cautions: cautions. ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Manufacturer narrative:
The investigation has been completed. No product was returned. Per the investigation, access site bleeding, vascular damage peripheral vessel and infection/sepsis the root cause cannot be determined since the product was not returned and insufficient clinical details were provided. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. H6 investigation conclusion updated with additional information. H10 additional manufacture narrative updated with additional information.